Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The available black box showed no power on reset events. The battery cap was not returned. No moisture/corrosion was found in the battery compartment. A test battery cap maintained an electrical connection and was used to successfully complete 24 hour testing. No power on resets were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The complaint was unable to be duplicated due to the pump information for the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.